Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set, and the device started to count upwards. The customer's blood glucose reading was 9.9 mmol/l. The customer stated that insulin squirted out, and the device alarmed during the manual prime process. It was also mentioned that the drive support cap is flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. No prime alarms were noted. The insulin pump received with missing end cap sticker. The drive support disk was inspected and no anomaly was noted.